Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was broken. There was no known impact to the customer's blood glucose. Although requested, no additional information regarding this event was provided.